Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that the pump failed the 30psi occlusion test at 14psi. The passing specification for the 30psi occlusion test result is between 22 and 38 psi. The failure mode is confirmed. The cause was determined to be out of calibration. The device was recalibrated which resolved the issue. A device history record (DHR) review showed no similar complaints reported. CAPA: zm2023-23 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump failed the 30psi occlusion test at 14psi. The passing specification for the 30psi occlusion test result is between 22 and 38 psi. There was no patient involvement reported.